Event description:
The field service rep stated he was onsite working on the system, due to instrument leak. He said soon after he left the instrument ran about 5 or 6 samples and started leaking again. The fluid leaked onto the floor. No one was harmed by fluid on the floor. No discrepant results were reported.

Manufacturer narrative:
The field service rep determined the cause to be a leaking pump and replaced it.